Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
It was reported that the patient's pet chewed on the handheld cable cord and caused damage to the outer casing resulting in exposed wires. The patient will discontinue use of the unit. There were no adverse consequences reported by the patient.